Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure device removal). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-sep-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure device removal). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure perforation thru tube (right)'), device breakage ('CT confirmed implant broken') and embedded device ('the right silver colored and coiled surgical implant appears to end within the right cornu, with a portion embedded into the adjacent myometrium') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included adenomyosis and bowel adhesions. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure device removal/total laparoscopic hysterectomy with bilateral tubes removed, cystoscopy, total laparoscopic hysterectomy with bilateral tubes removed, cystoscopy and total laparoscopic hysterectomy with bilateral tubes removed, cystoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the fallopian tube perforation, device breakage and embedded device outcome was unknown. The reporter considered device breakage, embedded device and fallopian tube perforation to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:device breakage, fallopian tube perforation, embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2021: mr received. Reporter information , other relevant history added. Event: "CT confirmed implant broken " and "the right silver colored and coiled surgical implant appears to end within the right cornu, with a portion embedded into the adjacent myometrium added. "Event :" medical device removal " updated to "essure perforation thru tube". Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure perforation thru tube (right)'), device breakage ('CT confirmed implant broken') and embedded device ('the right silver colored and coiled surgical implant appears to end within the right cornu, with a portion embedded into the adjacent myometrium') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included adenomyosis and bowel adhesions. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure device removal/total laparoscopic hysterectomy with bilateral tubes removed, cystoscopy, total laparoscopic hysterectomy with bilateral tubes removed, cystoscopy and otal laparoscopic hysterectomy with bilateral tubes removed, cystoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the fallopian tube perforation, device breakage and embedded device outcome was unknown. The reporter considered device breakage, embedded device and fallopian tube perforation to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:device breakage, fallopian tube perforation, embedded device. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 22-mar-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.